Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening femur.(right). Age at primary: (B)(6). Primary asa: p3-incapacitating systemic disease. Revision njr index no: (B)(4).